Event description:
Datex-ohmeda modulus se anesthesia machine requires 64 k control assembly, pn:1500-8026000. This is the third modulus se with the same problem since 2/00. This board charges the battery for the clock display.